Event description:
It was reported that for two patients receiving xenosure patch implants, after the doctor closed the atrial septal defect (asd) procedure on the patient, evaluation was performed with a transesophageal echocardiography (tee) machine found bubble formation in the left atrial chamber. The bubbles formed while the tee machine was removed or while left alone. They tried to deairing all the bubbles, then tried to wean the patient from heart/lung machine. It looked okay in the beginning, but the patient had ventricular fibrillation. They decided to put the patient in the heart/lung machine again, and evaluated with tee machine, and the bubbles formed again. Additionally, it was reported that one of the patient passed away in the ICU. However, it is unknown which patient/xenosure lot was involved in the reported death. Additionally, it was stated the death does not appear related to the xenosure patch. Note: this is report 1 of 2 related to the first product used in the event. Report 1220948-2024-00208 was submitted for the second device involved in this event.

Manufacturer narrative:
The product was not available for return. Therefore, the exact cause of the reported issue is unknown. However, the xenosure product consists of one piece of bovine pericardial tissue that has been selected for minimal tissue blemishes. There are no additional components of the product that would create air bubbles or cause the reported issue. It is likely that the surgical technique and patient conditions contributed to the reported issue. While the exact cause of the one instance of patient death remains unknown, it was stated the xenosure patch is not related to the patient death. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. Note: this is report 1 of 2 related to the first product used in the event. Report 1220948-2024-00208 was submitted for the second device involved in this event.